Event description:
I had four microbore/syringe pump tubing leaks. The three in the biohazard bag together were leaking just proximal to the filter where the tubing attaches to the filter. Two of these I am certain came from the same lot. The other two I am unsure which lot they came from as the wrappers had already been thrown away. The other one was leaking from the hole in the filter. It is unknown if any medication was not administered properly due to the leaking tubing. As soon as it was discovered the tubing was removed and replaced with functioning tubing.